Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the photos and video, leakage was observed from the pbp line pre pump. The specific defect that allowed the leak was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the pre blood pump line of a prismaflex m100 set during continuous renal replacement therapy. The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.